Event description:
The facility representative reported a flo-gard infusion pump with "k401". This condition was found upon power up in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "k40"was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that a damaged power cord, found as an ancillary condition, will confirm the condition. The root cause of this condition was determined to be a damaged ac power cord. The ac power cord was replaced to correct this condition. Additional information: a device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.